Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, black particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional additional reported rupture and capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported "right side exchange due to concern with the product¿, capsular contracture, baker grade ii and rupture. Device has been explanted.